Event description:
A customer reported that both cutting and aspiration were affected, surgeon could not see well inside the eye that affect cutting efficiency, bubbles generated when cutter off during vitrectomy surgery. The surgery was completed on the same day. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).